Event description:
The nurse reported the patient complained of pressure in his rectum post-insertion of the fecal management system (fms). The nurse withdrew 45 milliliters of water from the retention balloon via the inflation port. The nurse attempted but was unable to remove the fms. After trying for an unknown amount of time, the fms came out of the patient with the balloon still inflated. The pressure in the patient's rectum was reportedly remedied with the removal of the fms. No patient harm was reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted. (B)(4).